Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the drill tip broke off inside the patient's femur. The drill head was removed by drilling around the head with a drill bit to free up the piece. The piece was removed with a grasper and the case proceeded with out delay. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. Clinical details reported that the guide wire became bent and the surgeon continued to drill over the guidewire which resulted in the reported breakage of the drill. Attempting to drill over a bent guidewire would require excessive force. Excessive forces applied to this instrument can result in failure. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.